Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report. Same pt event as MDR 9610622-2011-00060.

Event description:
Nurse reported via our sales rep the following, it is impossible to lock the sleeve; distal misdrilling.